Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 260 mg/dl. Although the system check performed by tandem technical support showed that the cartridge and infusion set functioned as expected, the customer received another occlusion alarm after changing the infusion set. The customer changed both the infusion set and cartridge.